Manufacturer narrative:
(B)(4). The reported condition of constant air alarm was not confirmed during product evaluation. However, the quality engineer identified air in line issue on channel b to be the problem. The root cause was an out of calibrations air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a "constant air alarm" issue. Baxter quality engineering determined the problem to be an air in line issue. It is unknown when this event occurred, however, this condition had the potential to interrupt delivery. There was no report of patient involvement, injury or medical intervention related to this device. This device is a caolleague infusion pump with user interface software module version 6.13.92. No additional information is available.